Event description:
Surgical admission for undescended testicle and phimosis. Urology surgeon performed right inguinal herniorrhaphy, right orchiectomy, and circumcision. Pt was readmitted because of clear yellow fluid draining from the wound. Surgical intervention required for repair of bladder perforation and repair of right inguinal floor. Surgeon thinks that when he was dissecting and looking for the testicle, the bovie tip must have touched the bladder.